Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed over-sensing. Additionally, the right atrial lead was found to be under-sensing. Programming interventions were made. The patient was stable.

Manufacturer narrative:
Correction: upon review, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction.